Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.

Event description:
It was reported that during a follow-up high impedance and capture anomaly were observed.